Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion and an opening on posterior. Leak test and microscopic analysis was performed which identified crease smooth opening and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is an opening crease(smooth) on posterior due to fold(flaw) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.